Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to ensure the pump was not connected to a power source and pressed the button correctly, which resolved the issue. It was discovered that the pump had been put into storage mode mistakenly during a software update attempt.